Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan for analysis and it was noted that there was an opening on the anterior, broken plug strap, flat crease and white particles on the shell. A leak test was performed and the device was observed to be leaking. Under microscopic analysis the opening was observed to be a puncture opening with a sharp edge. A fill inspection test was performed and no blockage was observed. Based on the device analysis the final assessment is: an opening puncture due to surgical damage consist in the use of some surgical tool. A sharp broken on plug strap due to an unidentified (tear) opening. Additional information: d10, g1, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.